Event description:
Devilbiss healthcare was notified on (B)(6) 2022of a complaint involving a 525ds 5-liter stationary oxygen concentrator. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The complainant noted "yellow [alarm] light came on and has burning smell". Devilbiss healthcare is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available. We are filing this under an abundance of caution.